Manufacturer narrative:
Sc-1132 (sn (B)(6) the returned ipg was analyzed and passed visual inspection and exhibited normal device characteristics. However, a review of the data logs revealed that the ipg was allowed to enter into hibernation state 8 times prior to explant. The attempts at a full recharge were successful. The charge log revealed that thermistor was often being triggered and the charge current was often low indicating a sub-optimal charger-ipg alignment. A white substance was observed on the ipg that appeared to be a type of fatty film or calcium deposit build up. With all the available information, boston scientific concludes that the allegation of difficulty charging ipg and white substance noticed on ipg was confirmed. The allegation of bacterial infection could not be confirmed. The white substance did not appear to be coming from the ipg.

Event description:
It was reported that the patient was having difficulty charging the ipg. During the ipg replacement procedure, a white substance was noticed covering the battery and within the pocket making it hard to remove the ipg. The physician commented that white substance appeared to be coming from the ipg. The patient was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging the ipg. During the ipg replacement procedure, a white substance was noticed covering the battery and within the pocket making it hard to remove the ipg. The physician commented that white substance appeared to be coming from the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. During the ipg replacement procedure, a white substance was noticed covering the battery and within the pocket making it hard to remove the ipg. The physician commented that white substance appeared to be coming from the ipg. The patient was doing well postoperatively.